Event description:
Complainant alleged that the clinicians were treating a patient (age and gender unknown) suffering from internal bleeding, who had coded. The clinicians attempted to charge the device, but the device was unable to hold the charge and the energy dropped to 2 joules, and then began to charge again. The complainant indicated that this occurred on several attempts to charge the device. The clinicians then wiggled the device's power-charger cord, and the clinicians were able to successfully defibrillate the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not a result of the reported malfunction, as the patient was suffering from internal bleeding and was not in a viable medical condition. In addition, the complainant indicated that subsequent to the event, the facility's biomedical engineering department was unable to duplicate the reported malfunction when testing the device, power-charger, power cord, and device paddles. There was no information available from the complainant regarding if the clinicians attempted to operate the device on battery power when the malfunction occurred.